Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Adverse event: deployed at unintended site. Onset of adverse event: during stenting procedure. It was reported that while attempting to treat a distal obtuse marginal (om) graft anastomosis, in-stent restenosis of an unk type or manufacturer device, the 2.5 x 18 mm promus stent was unable to cross the previously placed stent and became caught on the stent. An attempt was made to pull back the promus sds; however, the stent dislodged from the sds. As non-abbott balloon catheter was advanced to the lesion to where it was thought the dislodged stent was located and the balloon was slightly inflated and then brought back into the guide catheter. Everything was removed as a system; however, once outside the pt anatomy, they were unable to find the stent. The guide catheter and sheath were split open in an attempt to find the stent, but it was unsuccessful. The stent remains in the pt, location is unk. The pt is reported to be doing fine. There were no reported adverse pt sequelae. No additional info was provided. You are receiving this MDR report from abbott vascular because, boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B) (4). (B) (4). The stent remains in the pt. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant info.